Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The product investigation was completed. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a foreign material like a fiber plastic was observed attached to the tip of the pentaray catheter, also, a spline was observed bent with some electrodes squashed; the foreign material observed on the photo provided by the customer, could be the polytetrafluoroethylene (pt-fe) from the carto vizigo sheath involved during the procedure; however, this cannot be conclusively determined based on the picture. The manufacturing record evaluation could not be performed since the lot number was not provided. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav eco and post procedure the bwi product analysis lab identified via photograph a foreign material like a fiber plastic was observed attached to the tip of the device. A spline was bent and multiple electrodes were squashed. The identity of the foreign, plastic-like material could not be confirmed. During the procedure, the sheath device was releasing internal fragments. When handling the catheter inside the sheath, the medical team noticed a line returning with the catheter from inside the sheath. The fragments were able to be retrieved without difficulty. The procedure continued and was completed. No patient consequences were reported.